Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. No inappropriate therapy was delivered as the noise was stopped before the episode was classified as ventricular tachycardia or fibrillation. All electrical parameters were in range, no intervention was performed. The patient was stable.